Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an lsg the surgeon us the echelon plee60a. In the last firing, the cartridge - gst60b wasn't fired properly and the staple line was invalid/ there were missing staples. The surgeon stitch the last part of the staple line and finish the surgery. The surgery was delayed for 5 minutes. There were no patient consequences.